Event description:
A report was received from the clinical study indicating that post procedure cardiac enzymes at the 6-24 hour check were as follows: ck 2 times above upper normal limits (unl), and ck-mb greater than or equal to 5 times above unl. This was classified as a non q-wave myocardial infarction (mi) with an undetermined location and undetermined target vessel related mi. There was no evidence of thrombus and revascularization was not required. It was noted, "peri-procedural mi occurred one day after pci, the subject didn't need any treatment. The subject was treated only routine medication." This was classified as unrelated to the study devices and to the index procedure. At discharge, both ck and ck-mb were less than two times above unl. The patient was discharged the next day without complication. Telephone follow-up was made with the patient approximately one month post index procedure. The patient's anginal status was asymptomatic. All post-procedure medications remained unchanged. There was "no chest pain" reported and nor were there any additional adverse events reported.

Manufacturer narrative:
This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02614, 9616099-2007-02615, and 9616099-2007-02616. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.